Manufacturer narrative:
In further communication the user reported that blood entered into the device. The affected device was manufactured in january 2011 and was available for investigation. The reported event could be confirmed from the logbook entries. On (B)(6) 2017 the device logged a technical failure indicating a sensor reading outside the valid range. This can be caused by a failed calibration of the sensor by the srs valves necessary for the automatic calibration. After replacement of the valves, the device worked without errors and successfully passed the test according to the manufacturer's specification. During visual inspection no blood could be found inside the device. The device has responded to the detected technical malfunction as specified with an audible and visual alarm, and stopped ventilation. It is described in the instructions for use that an alternative ventilation equipment (e.g. Manual ventilation bag) has to be kept ready for use.

Event description:
It was reported that during use the device displayed inop - inform service - and ceased ventilation. No patient consequences have been reported.